Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 37092, lot# 226140002, implanted: (B)(6) 2009, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had not worked for the past couple of years prior to this report. The ins did not take a charge. The patient stated that a couple years ago he met with a manufacturing representative three different times but they were not able to get the device going again. The exact dates of the event are unknown. No intervention or outcome was reported. Follow was conducted to obtain this information. If additional information is received a follow up report will be submitted.